Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one device was received for analysis. The device was tested for functionality and by pulling the trigger, it short fed the remaining clips. The device was disassembled to examine the condition of the internal components and the advancer tip was broken off. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were jamming. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient.